Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's husband reported that the patient underwent hernia repair surgery. A follow up call was made to the patient's peritoneal dialysis nurse. The patient underwent the surgery in october, the exact date was unknown. The patient has resumed peritoneal dialysis.